Event description:
The patient's right hip was revised due to the head disassociating from the accolade stem. The cup was secure and remained implanted.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed from the x-ray. Method and results: the device was not returned, however from the photos provided the following was noted: biological debris visible on the surface of the stem and severe wear was identified at the trunnion of the stem a review of the provided information by a clinical consultant confirmed the event but there was insufficient information received to determine root cause. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Hospital policy.

Event description:
The patient's right hip was revised due to the head disassociating from the accolade stem. The cup was secure and remained implanted.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed from the x-ray. Method & results: device evaluation and results: the device was not returned, however from the photos provided the following was noted: biological debris visible on the surface of the stem and severe wear was identified at the trunnion of the stem. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but there was insufficient information received to determine root cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.